Event description:
The customer reported to olypmus that when using an oes cystonephrofiberscope, the port was damaged. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (damaged port) was confirmed. Additional evaluation findings were as follows: there was a leak from the mount lever port due to a loose part, the plastic distal end cover had a deep chip around the opening channel with sharp edges, the bending section cover is stretched, the bending section cover glue is peeled, and the mount lever port was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.